Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure (B)(6) 2008 and mesh was implanted due to pelvic organ prolapse and stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent mesh revision on 09/14/2008 for dyspareunia. The patient also underwent revision on (B)(6) 2011 for infected mesh. (B)(4).

Event description:
It was reported that the patient underwent a gyneclogical procedure on (B)(6) 2008 and mesh and boston scientific the obtryx transobturator mid-urethral sling system and repliform were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.